Event description:
It was reported to philips that the system's footswitch was unable to trigger cine. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing diagnosis procedure was performed when the issue happened, and the procedure was completed as planned by repressing the footswitch. The philips remote service engineer (rse) examined the system remotely and confirmed reported problem. Upon troubleshooting, rse found that footswitch cine paddle was not functioning intermediately and found to be defective. To resolve the issue, engineer replaced the footswitch. After repairs were completed, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure completed by repressing the footswitch. This scenario includes that the procedure is completed on same allura system. This event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.